Event description:
It is reported that the patient reports sharp pain at hip joint and swelling at incision site.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.